Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was unable to use the bolus wizard. Customer reported the insulin pump alarmed 2 motor error alarms and a motor position encoder error alarm. Customer's blood glucose was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. No displacement anomalies were noted. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with normal operating currents. Cleared the user settings and programmed pump with the current time and date. The pump was monitored, and no unexpected check settings or battery alerts or alarms occurred. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.